Manufacturer narrative:
Other relevant device(s) are: product ID: 9733450, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the 70-degree suction was found to be bent. There was no patient present at the time of the event.